Event description:
Country of complaint: (B)(6). Wound healing disorder.

Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: wound healing disorder. Samples received: 1 box from OEM stock. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. Sterilization methods using ethylene oxide has been validated for this product. Novosyn biocompatibility has been tested according to iso 10993 series in numerous experiments and the test results confirm and demonstrate harmlessness of novosyn. Review the batch manufacturing record, this product had a normal process and the results during the process conform to specifications. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.